Event description:
The pt was revised because of poly wear of the insert.

Manufacturer narrative:
Eval was not possible, as the products was not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after nineteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and the supplied information. It was noted the product was implanted for approximately twenty-nine years prior to revision surgery. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.